Event description:
It was reported that the system 9800 would not operate as a fluoroscope and was replaced prior to a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The x ray controller circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.